Manufacturer narrative:
One tr band, inflator, and packaging label were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging label were returned for assessment and the sample passed leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A corrective action was initiated for this issue. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
E3: occupation: supply manager for cath lab the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after a left heart cath tr band was placed and inflated with 18ml of air. The syringe was removed; however, the band immediately deflated. On the procedure table after inflation, the balloons were able to be inflated; however, an air leak was observed immediately. The band was then removed, and a new/different tr band was opened and placed successfully and did not leak. The patient was stable and not harmed, and no blood loss occurred. The product was stored prior to use in normal temperature-controlled conditions.